Event description:
It was reported via clinic notes received by the manufacturer that the patient's vns generator battery was ¿significantly decreased compared with last visit.¿ the patient was referred for replacement surgery. A review of device history records revealed that the generator was sterilized and passed quality control inspection prior to distribution. The device was found to be on the list of known laser routed devices. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The explanted generator was received by the manufacturer. Generator product analysis was completed. The allegation of premature end of life (eol) was not duplicated in the pa lab. The battery voltage measured 2.916 v at the completion of the fet, indicating an intensified follow-up indicator, or ifi, = no condition. The diagaccumconsumed value revealed that 38.135% of the battery had been consumed. However, visual assessment of the printed circuit board assembly, or pcba, identified contaminates on the trimmed edge of the pcba. A postburn electrical test was performed on the pcba. Based on the result, the observed contamination suggested probable electrical paths were establish between the copper edges on the trimmed edge, contributing to the supply current conditions. The remaining material on the pcba edge after the "test tab" removal manufacturing process resulted in an out of specification increased current consumption for standby and pulsing modes, which may have been the contributed factor to the premature eol allegation.

Event description:
Follow up with the physician's office revealed that the vns generator replacement surgery was to preclude serious injury. The patient underwent vns generator replacement surgery. The explanted generator has not been received by the manufacturer to date.

Event description:
The facility's tablet data for the generator was received and reviewed by the manufacturer. The discrepancy between the diagaccumconsumed values and the battery voltages in the data are an indication that the battery was depleting faster than expected. It appeared that the cause of the premature battery depletion was related to the manufacturing process of the generator. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected.